Event description:
It was reported that the patient leads had migrated. The patient underwent a lead replacement procedure wherein new paddle lead was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7080076.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure wherein new paddle lead was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50, (B)(6). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.